Manufacturer narrative:
Additional information: on (B)(6) 2020, he mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation and chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with unspecified saline mentor breast implants and experienced bilateral deflation due to a fall postoperatively. As a result, the patient underwent bilateral device removal and replacement with competitor products on (B)(6) 2020. This report is for the patient's left-sided device.

Manufacturer narrative:
On september 30, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, an anomaly was observed on the anterior view and extending to the posterior aspect consistent with a crease/fold. Additionally, shell abrasion was observed within the crease in the posterior view. Leak testing was performed in accordance with mentor's procedures. And a tear was observed within the shell abrasion measuring less than 0.1 cm. The evaluation determined that the rupture is consistent with a deflation caused by wear. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).